Manufacturer narrative:
(B)(6).

Event description:
The customer stated they were receiving questionable free t4 (ft4) results on their cobas e601 (serial number (B)(4)). There were three discrepant results that were reported outside the laboratory. After receiving data flags on another assay, the customer repeated all tests performed on the e601 since the last passing quality control. The repeat testing was performed on a c6000 analyzer. All results reported in ng/dl. The first patient had an initial result of 1.78. The repeat result was 0.892. The second patient, a female born (B)(6), had an initial result of 3.97. The repeat result was 1.04. The third patient, a male born (B)(6), had an initial result of 1.85. The repeat result was 1.27. There was no allegation of any adverse affects to the patients. The field service representative determined the cause of the event was a pinch valve pv19 sticking possibly due to leakage from pinch tubing replacement. He cleaned pv19 and replaced pinch valve tubing. He ran performance testing with passing results. The customer performed calibration and quality control with passing results.